Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause of these events could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus company representative on behalf of the customer reported to olympus that the visera elite video system center had image issues of no image and flickering. The issue was found during preparation for use. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image or flickering was not confirmed. The device evaluation found a bad scope socket locking mechanism. The following findings were also recommended for replacement: the front panel and feet due to wear and tear. The electrical safety test will be performed post repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.